Event description:
It was reported that during a transbronchial lung biopsy, the patient coded. The biopsied lesion was located in a nodule outside of the lung in the right lower lobe, not near the diaphragm. The patient is a smoker with a history of cardiac issues and 2 previous lobectomies. Additionally, the patient was admitted one week prior to the ion procedure due to some unspecified cardiac problems. During the ion procedure, there was a minor amount of bleeding, which was considered normal and not excessive due to the needle. However, mid-procedure, the patient experienced a cardiac episode and coded. The team undocked and performed chest compressions for approximately 20 seconds, after which the patient was stabilized. The procedure was aborted due to the cardiac episode. At the time of the report, the patient was extubated, awake, and being readmitted to the cardiac unit. The code was determined not to be related to the ion procedure. The physicians attributed the incident to another cardiac episode that happened while doing the ion procedure. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "a patient in their 60s underwent an ion lung biopsy. During the procedure, a needle biopsy was obtained associated with a normal amount of minor biopsy associated bleeding. During the procedure the patient experienced a cardiac arrest. The system was undocked and resuscitative efforts were performed and the patient was stabilized after approximately 20 seconds. The case was aborted and the patient was extubated, awake and admitted to the cardiac unit. Significant past medical history includes two prior lobotomies for unknown reasons, active tobacco use, history of unspecified, cardiac issues, including hospitalization, one week prior to the procedure for unspecified, cardiac problems. Attempts at obtaining further data have been unsuccessful. Based on the available data, the event was possibly procedure related and a patient was significant underlying medical comorbidities. There's no evidence that the events were device related. There was no reported malfunction of the ion system, instrument no accessories. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths." Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.